Manufacturer narrative:
Additional information: there was 2 investigation completed during this period. Breakdown of 2 investigation with respective serial number is as follows: 4975841911 cosmetic issues 5579741911 haptic detached, lens damaged the investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of 2 events is as follows: cosmetic issues 2. UDI number: a partial UDI number is populated for this model as full UDI for intraocular lens is specific to diopter. Serial number of the suspect product: (B)(4), 1. (B)(4), 1. Zero investigations have been completed and 2 investigations are pending from this period. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).